Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's "overtemp alarm" was not working. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure and tank cover. Outdated pcb and power switch. Functional testing found the device leaks from a crack in the enclosure near the drain elbow confirming the customer complaint. Root cause was attributed to wear and tear damage caused by repeated use of the drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: no patient harm reported; the faulty device was discovered during routine preventive maintenance.